Event description:
A report was received that the patient's midline incision site was very red and inflamed. The physician suspected an infection. The patient was prescribed antibiotics. The patient underwent a revision wherein the scs system was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician was not sure why the midline incision site was infected.

Event description:
A report was received that the patient's midline incision site was very red and inflamed. The physician suspected an infection. The patient was prescribed antibiotics. The patient underwent a revision wherein the scs system was explanted.

Manufacturer narrative:
Additional information was received that the infection was not device related.

Event description:
A report was received that the patient's midline incision site was very red and inflamed. The physician suspected an infection. The patient was prescribed antibiotics. The patient underwent a revision wherein the scs system was explanted.